Event description:
Pt was seen by a physician who flushed out the eye and prescribed vistamethasone. The following day, the pt then presented for emergency ocular eval with complaints of photophobia, blurry vision, tearing od x1 day. Also had sensation of a foreign body. A diagnosis of corneal ulcer in contact lens wearer, but also history of bathing in unsanitary water and of tree cutting on day prior to symptoms. Prescribed fortified vancomycin and fortified tobramycin. Corneal scraping done. Follow-up the next day, pt reports pain is better. Two days later, pseudomonas positive corneal ulcer with new hypopion. The following day, without hypopion. Started on predforte. A day later, corneal ulcer infiltrate documented as resolved. Symptoms much better with increased visual acuity after starting predforte. By last documented visit 24 days later, a diagnosis of corneal scar od; pseudomonas ulcer. Visual acuity increasing, positive double vision. Continue on predforte.

Manufacturer narrative:
Bausch & lomb is unable to complete an investigation of this complaint since no product was returned and no lot number was provided. Based on available info, no conclusion can be drawn.